Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was 10.8 mmol/dl. The discontinuation of the device was advised. Advised customer insulin pump will need to be replaced and revert to a back-up plan per health care provider's instruction. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.